Event description:
It was reported that the tip broke off of the small pointer during shipping from a customer trial. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the tip broke off of the small pointer during shipping from a customer trial. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
It was reported that the device broke during shipping after a customer trial. The small pointer had already been used and was not sent in the original packaging. Based on the nature of the reported event, this event was caused by use error.